Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open total thyroidectomy, the surgeon was able to squeeze the handle, and the clips were not released from the three clip appliers. A fourth clip applicator from another reference number was used to resolve the issue. There was no patient injury.